Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported infusion set detachment anomaly. Right after insertion, the patient observed that the infusion set tubing came apart at quick release. The site was at the abdomen and the pump was located on the right abdomen. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.